Manufacturer narrative:
The pressure bag insufficient function would delay the patient from receiving therapy. This is attached to an arterial line and can impact patient therapy in emergency situations.

Event description:
The use of this type of pressure bag is not sufficiently effective in emergency situation.

Event description:
The use of this type of pressure bag is not sufficiently effective in emergency situation.

Manufacturer narrative:
The pressure bag insufficient function would delay the patient from receiving therapy. This is attached to an arterial line and can impact patient therapy in emergency situations. Risk assessment performed with RMA-20012c, ethox pressure infusion bag, product risk analysis. The complaint most aligns with risk ID r10, "long-term use degrades or fatigues the pressure infusor assembly" with the hazard of "pressure loss during infusion procedure", with a severity rating of 7/10 (extreme). Given that there were no complaints about this issue for part 950194310 in the 24 months preceding the complaint reporting date, the occurrence rating is 'improbable'. Per table 1a in ref-20001-c1, extreme severity (7/10) by improbable indicates that a 'low risk' with 'CAPA optional'. Reviewed table 2a in ref-20001-c1, and none of the incidents described apply to this complaint. Complaint not confirmed as the returned product was conforming. The supplier was notified of the customer complaint on 11/9/23. Complaint history review was performed and there were no complaints for this issue. A DHR review is not possible as this part is purchased as a finished good from a supplier. Sent a follow up to the customer. After receiving additional information, another follow up was sent. Risk assessment performed and determined the complaint is low risk.